Manufacturer narrative:
Zoll medical corporation evaluated the device. The malfunction was duplicated and liquid was found inside the device on the analog board. Water ingress was established as the root cause of the reported problem. The analog board was scrapped. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.